Manufacturer narrative:
Updated blocks: d9 and h6. The field service representative (fsr) replaced the level sensor and performed preventive maintenance and release testing and found no further issues. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the sensor lens to have pitting and the lens was cupped and unable to make good contact to the test fixture wall. The sensor failed during verification and release testing as a 'level: not attached' message displayed on the central control monitor (ccm). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found the issue during a service visit. Per the fsr, the center of the level sensor was cupped/indented which would not allow the sensor to make a good contact often resulting in a 'level sensor not attached' alarm.

Event description:
It was reported that during the use of the device for a non-clinical activity, the level sensor was found to be indented. There was no patient involvement.